Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was break. The customer¿s blood glucose level was 150 mg/dl. Customer states when he removed the sensor he did notice that the sensor cannula was not attached to sensor like it normally attached. The customer stated that sensor was fractured into the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for the analysis.